Manufacturer narrative:
The device is not being returned to conmed for it has been discarded by the end-user. A DHR/lhr, device history record/lot history record, review was not performed as the specific catalog number of the device and the lot number of the device were not available. All vcare devices must pass in-process and final inspection functional testing within the manufacturing process prior to release for distribution; therefore, manufacturing defects can neither be confirmed nor unconfirmed at this time without examination of the actual suspect device. The "locking mechanism" that caused the minor laceration was verified with the incident reporters to be the lock set screw of the device. The lock set screw is a common part on all vcare devices that is utilized to tighten the lock collar onto the manipulator tube, which secures the vaginal cone in place against the cervical cone of the device. This secured lock collar is a safety factor with the device, limiting the insertion of the manipulator tube into the uterine cavity. The lock set screw is made of nylon and white colorant and has been tested and deemed biocompatible for human use. The lock set screw has no sharp edges or surfaces. The molding flash requirement for the lock set screw is <0.005 inch, and mismatch is not to exceed 0.010 inch. The complaint device was not available for evaluation. The specific root cause of this complaint cannot be determined without examination of the actual device. When vcare is in use the lock set screw is typically positioned outside of the vaginal canal with most female anatomies. However, if the depth of the uterine cavity and/or length of the vaginal canal is unusually large, it is possible for the lock set screw to come in contact with the wall of the vaginal canal. This may make the vaginal mucous membrane susceptible to laceration by the lock set screw, depending on the aggressiveness of end-user technique when manipulating the uterus. A 24-month review of the customer complaint history for the vcare product family showed this to be an isolated incident. The vcare dfu, directions for use, does not specifically mitigate the risk of contact of the walls of the vaginal canal with the lock set screw; for, this is not a common occurrence experienced with typical utilization of the device. The cause of this complaint was undetermined. A possible cause is vaginal contact with the lock set screw due to above average uterine cavity depth and/or vaginal canal length, coupled with user technique. It is unknown if a damaged lock set screw or excessive molding flash may have been contributing factors. The complaint investigation has not confirmed any manufacturing defects; therefore, corrective actions are not recommended at this time. Occurrence is considering this complaint closed. (B)(4): device discarded by end-user.

Event description:
It was reported, "vcare, unknown catalog number, 60-6085-xxx, customer complained that the locking mechanism on the vcare uterine manipulator caused a minor laceration to the patient's vagina. This was not a major concern and was not immediately reported. There is no detail as to the exact date, patient name, lot code/size, etc....since that time they have been wrapping the handle in a towel" when necessary to prevent injury. This was a minor laceration that required to be sutured. This minor injury did not effect length of stay or surgical outcome. Patient is doing fine.